Event description:
It was reported that left hip revision was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and metallosis. During surgery the bhr cup and the bhr head were revised. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the indication was developed metallosis and significant pain and potentially osteonecrosis. The surgical procedure did not describe the indications in further detail and no corresponding intra-operative findings were described. Review of the provided implantation and revision report did not reveal any findings that could explain or have contributed to the reasons for the revision. No information in regards of the reported pre-implantation medical history (motorcycle accident, continued pain, and pelvic fracture) or the mentioned mir and x-ray findings was provided. Therefore the relation to the complaint cannot be further investigated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.